Manufacturer narrative:
Device evaluation: a review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents a ductile tensile overload fracture of the core wire with bending loads proximal of the distal coil region. The specimen also presents multiple bends of varying severity and frequency scattered over the length of the wire beginning at the proximal aspect of the fracture. The coated shaft presents scraped and removed ptfe coating scattered over the distal 90cm. The distal coil and approximately 3cm of the metallic core wire were not included with the returned specimen device. As noted in the device instructions for use (dfu) for the thruway device under the precaution section, "do not torque, advance or withdraw the guidewire if significant resistance is felt. Torquing, advancing or withdrawing a guidewire against significant resistance may cause vessel damage, guidewire damage and/or guidewire tip separation." The jetstream dfu states, "during treatment, do not allow catheter tip within 10.0 cm of spring tip portion of the guidewire. Interaction between the catheter tip and this portion of the guidewire may cause damage to or detachment of the guidewire tip or complicate guidewire management, which could lead to injury to the patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that clinical and/or procedural factors have contributed to the event as reported. If any further relevant information is provided, a follow up medwatch report will be submitted.

Event description:
It was reported that the physician was using jetstream over an .014 thruway wire through a long cto segment extending through the entire sfa. As the physician approached the end of the lesion he did get close to the radiopaque tip of the wire. He removed the jetstream device and when he went to remove the thruway, the tip of the wire had been severed and remained in the vessel. The physician proceeded to cover the tip of the wire in the vessel with a viabahn stent. He completed the procedure by placing a second viabahn stent and using multiple drug-coated balloons. The procedure ended well and patient is doing well. Product failure had no impact on outcome. Additional information reported that the primary purpose of the stent was to jail the loose fragment of the wire tip that remained in the vessel.